Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard beep tones. The device was checked but the physician did not find any impedance changes. Latitude data showed intermittent high out-of-range pacing impedance measurement, measuring greater than 3000 ohms in the left ventricular (lv) channel. When patient movement was induced, oversensing noise occasionally occurred, therefore the lv lead sensing was deactivated. Boston scientific technical services observed a couple of episodes of noise across channels however it was suspected that this occurred same day as when the device was implanted. Additionally, the beeper on the device was turned off due to instable impedances. There is no plan on intervention, since there is no transvenous approach to the lv, and a new lead implantation would require mini thoracotomy. There were no adverse patient effects reported. The device remains in-service, and the competitor lv lead remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the section b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Additionally, we have determined that the oversensing and noise are a known inherent risk with use of this product.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the section b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Additionally, we have determined that the oversensing and noise are a known inherent risk with use of this product.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard beep tones. The device was checked but the physician did not find any impedance changes. Latitude data showed intermittent high out-of-range pacing impedance measurement, measuring greater than 3000 ohms in the left ventricular (lv) channel. When patient movement was induced, oversensing noise occasionally occurred, therefore the lv lead sensing was deactivated. Boston scientific technical services observed a couple of episodes of noise across channels however it was suspected that this occurred same day as when the device was implanted. Additionally, the beeper on the device was turned off due to instable impedances. There is no plan on intervention, since there is no transvenous approach to the lv, and a new lead implantation would require mini thoracotomy. There were no adverse patient effects reported. The device remains in-service, and the competitor lv lead remains implanted.additional information was provided, it was reported that engineering analysis was performed, and boston scientific technical services can confirm this device has not been beeping. The beeping heard by the patient may come from another source. There are no reasons why the device would elicit one beep every 24 hours.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard beep tones. The device was checked but the physician did not find any impedance changes. Latitude data showed intermittent high out-of-range pacing impedance measurement, measuring greater than 3000 ohms in the left ventricular (lv) channel. When patient movement was induced, oversensing noise occasionally occurred, therefore the lv lead sensing was deactivated. Boston scientific technical services observed a couple of episodes of noise across channels however it was suspected that this occurred same day as when the device was implanted. Additionally, the beeper on the device was turned off due to instable impedances. There is no plan on intervention, since there is no transvenous approach to the lv, and a new lead implantation would require mini thoracotomy. There were no adverse patient effects reported. The device remains in-service, and the competitor lv lead remains implanted.